Event description:
Pre-loaded vascular linear cutter lost staple load upon insertion into abdomen. When trying to retrieve load, the load broke. Visible pieces were retrieved out of the abdomen. Main portion was removed during vaginal surgical procedure.